Manufacturer narrative:
The peritonitis occurred ¿on unreported dates in these days¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an unspecified inflammation. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with oral cephalosporin and intraperitoneal gentamicin for the event (no further details). At the time of this report, the patient was not recovered and dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.